Event description:
The service repair technician reported that during routine testing of the device at the service center, there was a broken wire on the power cord on the temperature controlling and monitoring system (tcm). There was no pt involvement.

Manufacturer narrative:
The service repair technician (srt) performed a visual inspection of the power cord terminations and found that the cord was not cut but was burnt and melted from a short circuit condition of the cord or the temperature controlling and monitoring system (tcm) unit itself. There was evidence of rapid burning prior to the breaking of the connection in the hot power wire. There was evidence of melting at the molex connection block inside the unit as well. Investigation of the white wire (neutral) also showed a condition of melting due to an over current condition. Further inspection indicated the power cord measured twenty-eight inches shorter than the supplied length. There are no replacement power cords available for tcm units. The unit was being serviced as a loaner return when the power cord issue was found in service. No additional evaluation can be performed. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.